Manufacturer narrative:
UDI: unknown no product information available. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No product failure.

Event description:
The case was revising a single s1 screw, that was placed too medial the previous week, during its primary placement. The revision of the screw was not due to instrument or product failure. Purely incorrect placement by the surgeon. Rep added that the reason the surgeon decided to revise the s1 pedicle screw placement was because it was at risk of breaching the pedicle cortex.